Manufacturer narrative:
A manufacturer representative to service the system. It was discovered two door slide screw heads had broken off in the gantry. One of the screws was unable to be extracted which will require the system to be returned to the manufacturer to be resolved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product #: bi71000273, s/n: n/a, product #: bi71000429, s/n: (B)(6). Both system components were received and unused. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000273, serial/lot: none. Product ID: bi71000429, serial/lot: unknown. A system checkout is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the manufacturer representative turned on the system and was prompted to hold "m" to calibrate motion. The representative held the button and the system would repeat movements. The representative tried to reboot and hold them button again, with no resolution. Technical services had the representative try and close the door with the door close button, but the system would not close. The representative was able to open the door, and technical services had the representative check the rotor alignment with the t-pin. The pin fit perfectly in the hole, but the representative was unable to move the doors closed manually with the ratcheting wrench. It was also noted that a popping noise was heard. This caused a 45 minute delay, and the imaging system was not used. Troubleshooting found that the representative was able to close the machine and open the system 3/4 of the way. The representative was able to invalidate home and the system docked with no issue. When placing the system in different positions, the representative could hear something inside the gantry raddling around. The gantry was able to rotate without issue. There was no patient harm.